Manufacturer narrative:
The returned device was received and evaluated on june 10, 2021 at olympus (B)(6) service site. Inspection of the subject device found that some segments of the device flow rate display are missing. OEM (original equipment manufacturer) review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The cause of the phenomenon was the defective led elements of the front panel unit. It was unable to identify the cause of the failure of the led elements and how it became defective. It was presumed that the phenomenon was due to an accidental element failure. It has been five years and five months since the subject device was delivered. Olympus will continue to monitor complaints for this device.

Event description:
It was reported that the device front panel digital flow rate mode led has malfunctioned. The issue was found during device receipt inspection. There was no patient involvement, no user injury reported due to the event.